Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they are receiving a motor error alarm while rewinding the insulin pump. Customer states they are unable to rewind the pump. The blood glucose reading is 153 mg/dl. The insulin pump will be replaced. Nothing further reported